Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their daughter experienced high blood glucose. The customer's blood glucose level was between 300 mg/dl-500 mg/dl at the time. The customer's parent also reported that the customer was getting insulin flow blocked alarm with two separate infusion sets. She experienced symptoms related to high blood glucose such as nausea and vomiting. The customer's other blood glucose level was 300 mg/dl. Troubleshooting was not performed for high blood glucose. The customer was assisted in performing 5 unit fill cannula test for insulin flow block alarm and she stated that the insulin exited. The insulin pump will not be returned for analysis.